Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was over 400 mg/dl at the time of the incident. The customer states insulin is "squirting out" during the manual prime process. The customer stated that the motor on the device stopped and had experienced with insulin squirting out of the insulin pump. The customer stated that they will call back to troubleshoot the issue. The customer did not return the product back for analysis.